Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the fluoro functions board and re-seated all other pcbs and assured proper voltages on all boards. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system iris collimator error messages. Reported that the iris collimator closed down and the system required a reboot to restore function.